Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display cable and the central processing unit were replaced. The unit was returned to service.

Event description:
The hospital reported the unit shut down with a constant audible tone during a case. The patient was manually ventilated until the unit could be swapped out. There was no report of patient injury.